Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Shortly after insertion, it was found that the flows were diminished. The physician discovered a kink in the device. Attempts were made to reposition, but the kink remained. The pump was then removed and replaced, and no patient harm was reported.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the issue was a kinked cannula, most likely related to technique/use. This report is being filed as part of a retrospective review of historical records.